Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's ins was explanted because it was bothering her. No further complications were reported. No additional patient symptoms were reported.